Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the reported issue and replaced the axes controller platform (acp) to correct the reported problem. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis (fa). The acp was analyzed, but the reported errors 32096 and 32099 could not be reproduced. However, the errors were confirmed and verified via error logs and system logs. This acp cfg unit was tested on the pca system, programmed and system started at normal mode with no errors and failure message. Verified all axes with no errors and failure. Power cycled 10 times and all passed. The board remained on the system for 1 hour in normal mode, with no failure/error reported. No temperature error with this acp board drive the patient side cart (psc) boom feature with no handlebar error message and no failure.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the customer contacted the intuitive technical support engineer (tse) and reported repeated errors while starting the procedure. The patient was on the table and under anesthesia. The errors occurred when customer attempted to move the set up structure (sus) up, to raise the boom position. The system logs confirmed repeated brake current errors reported by axes controller platform (acp)3 output 2. The customer had previously contacted the clinical representative and had attempted a hard reset; the issue persisted. The customer was unable to raise the boom to do the procedure. It was unknown whether the procedure was converted to lap or aborted. No injury reported.